Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 1093 ohms through (B)(6) 2015, rose steadily until (B)(6) 2015, and then leveled out at approximately 1582 ohms and remained at that level through (B)(6) 2016. Analysis of the device memory indicated a r-wave amplitude measurement issue. The r-wave amplitude had a slow trending downward but remained above 15 mv through (B)(6) 2015, and then dropped suddenly to an average of approximately 10.6 mv thereafter.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased pacing impedance which seemed to have stabilized. In addition, the measured r-wave suffered a decrease at the same time as the impedance increase. It was later reported that a high pacing threshold was confirmed. It was noted that the implantable cardioverter defibrillator (ICD) previously triggered a sub-threshold alert for reaching increased impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.